Event description:
It was reported that after successful deployment of an endovascular stent graft, the distal tip of the delivery system detached while the catheter was being withdrawn from the introducer sheath. Reportedly, the tip was removed with the introducer sheath. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery system has not been returned to the MFR for eval to date. The investigation is currently underway.